Manufacturer narrative:
Based on the information provided, the patient's fall during the initial weeks of recovery contributed to one of the varilift-lx implants migrating (the other remained in place) indicating that the migration was likely due to the impact of the fall. There is no indication of device malfunction or design issue that caused or contributed to this event. A revision surgery was performed to reposition the devices, no implants were removed.

Event description:
Report of varilift-lx revision surgery to reposition implant due to ongoing back pain after patient fall.